Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source's emergency lamp indicator was continuously showing while the main lamp was on. The issue occurred during routine maintenance; there was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9,h3,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that the lighting emitting diodes of the emergency lamp blinked due to defective emergency lamp leading to the malfunction. Olympus will continue to monitor field performance for this device.